Event description:
This event was captured on review of the article: endovascular treatment of thoracic aortic aneurysm: a single-center experience. It was reported that a (B)(6) study identified 53 patients who underwent tevar (thoracic endovascular aortic repair) between january 2005 and december 2011. Of the 53 patients, 2 had percutaneous access and closure with proglide perclose devices. No device problems were reported. One patient treated with the percutaneous approach had a pseudoaneurysm. Treatment of the pseudoaneurysm was not specified. Clinical outcomes were as follows: vascular complications: 7 patients- 1 pseudoaneurysm (proglide closure), 5 hematomas (patients with surgical closure), one complication not specified. The article did not indicate a direct relationship between the following adverse outcomes and the proglide device: myocardial infarction: 2 patients; acute respiratory distress syndrome: 1 patient; spinal cord ischemia (paraplegia): 2 patients; transfusion; death (pre-procedure ruptured aneurysm-severe hemodynamic shock patients): 4 patients. None of the deaths were proglide device patients.

Manufacturer narrative:
(B)(4). Concomitant products: endografts: 35 valiant (medtronic), 21 tag (gore), 19 zenith(cook), 8 e_vita (jotec), 2 relay (bolton). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.estimated date of event based on study dates of january 2005 to december 2011.article: rita fossaceca, giuseppe guzzardi, paolo cerini, giuseppe parziale, carmelo stanca, ezio micalizzi, and alessandro carriero. (Ann vasc surg 2013; 27: 1020-1028): endovascular treatment of thoracic aortic aneurysm: a single-center experience.